Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that nrg transseptal needle was selected for use. During the procedure, it was mentioned the needle was not able to puncture. The issue persisted even after the cable was replaced. No error was noted on the generator. Thus the needle was replaced and the procedure was competed successfully. No patient complication was reported. The needle is not expected to be return for analysis as disposed.